Manufacturer narrative:
While no serious injury resulted in this event, calibration related issues in endo motors have led to file separation in the past. Since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Please note that while this product is not sold in the us, it is considered similar to products that are marketed in the us by dentsply sirona. Foot control 135679 (insulation broken) defective. Micro motor (B)(4) (calibration resistance too high) defective. Battery (breaks down under load) defective. Motor holder (broken) defective.

Event description:
In this event it was reported that a vdw. Silver recirpoc motor is not working properly. Calibration is working. The investigation confirmed that the calibration resistance is too high. No injury resulted.